Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Response: the answer to the questions are unknown. All I can say is a week later I checked with one of the nurses who was in theatre and she mentioned there was no issues with the patient and she left hospital as normal.

Event description:
It was reported that during an unknown procedure, the surgeon tried to fire the gun to achieve the anastomoses and explained that it was extremely difficult to fire/crunch and it added a huge amount of stress to the anastomoses. He did eventually manage to fire, but said it was so tough that he assumed the device was from recalled stock, as it is normally no where near as difficult. They eventually managed to fire the device with "extreme difficulty," but achieved good doughnuts. There were no patient consequences.